Event description:
The pt ((B)(6)) received an scs system including an ipg on (B)(6) 2011. It was reported that the pt lost stimulation and was unable to communicate with the ipg via the programmer. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg and effective stimulation was recaptured as a result. The explanted ipg was returned to the manufacturer for analysis.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the ipg was not functional due to a depleted battery. Pt program parameters were not available; therefore, longevity estimates could not be made. The battery was removed and the pcb was powered by an external source. After downloading the default parameters, autotest results revealed the pcb functioned normally. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.